Event description:
During a laparoscopic anterior resection procedure, the top half of the device gave way and broke. The procedure was completed with a gel port device. There was no patient consequence.